Event description:
The customer reported that the unicel dxc 600i access clinical system generated suppressed and erroneous results for blood urea nitrogen (bun) and creatinine (cr-s). The results were not reported outside of the lab. There was no impact to patient treatment. The leak was contained to the drip well below reagent probe a. No exposure was reported and the customer was wearing personal protective equipment consisting of a laboratory coat and gloves.

Manufacturer narrative:
A field service engineer (fse) was dispatched and the device was evaluated. The fse reported no active leak at the reagent probe a. The fse proactively replaced multiple parts to resolve the issue including the wash valve, vacuum valve for reagent probe a collar wash, 3-way valve, and all reagent tubing.